Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
No device was returned for review. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign, (B)(6). Study/literature: the literature was received as an abstract presented at an annual conference. No published material has been provided for review. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Not returned to manufacturer.

Event description:
The study reported two patients had subscapularis failure with concomitant supraspinatus tear within the cemented group. No further information is available at the time of this reporting.